Event description:
A patient reported experiencing inaccurate high results with a ft meter. The patient's blood glucose results were 242, 121, 198, 115 mg/dl. Tests were done within 10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.